Event description:
A patient reported blood glucose results of "120 mg/dl" with a lifescan meter and "150 mg/dl" on a laboratory device, performed witnin 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient performed three control solution tests, which failed. Based on the information provided, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent.